Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: 1 spinal needle and 1 tuohy needle were returned. As a result of observation, it was confirmed that the position of the marker on the spinal needle was incorrect and that when combined with the marker on the tuohy needle, the positions did not align. The reported event was confirmed. It was determined to be a supplier manufacturing defect due to an incorrect positioning of the spinal needle marker. 1 sample will therefore be sent to the supplier (unisis) for further investigation. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the marker orientation was wrong. This occurred before patient use/during priming at facility. There was no patient involvement, and no patient harm/adverse event reported.